Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following an unknown procedure. It was reported the insertion of the device was difficult. The patient was reported to have developed a pseuodoaneurysm. Additional information has been requested, but has not been made available.